Event description:
Discrepancy between boluses given and total dosage received. At 11:00 the pca registered two boluses given as 1.6mg. Current setting per order 0.4mg, every 10 minutes, max of 6 boluses, no basal, no loading dose. Setting double checked by staff. At 12:00, 2 boluses recorded as given, total dosage received recorded at 0.4 mg for the hour. No signs or symptoms of respiratory depression or lethargy. Pt never received more than his allotted hourly dose due to this malfunction.